Event description:
Rptr was 31 yrs old when she had bilateral augmentation mammoplasty on 1/3/83. Rptr has developed the following problems: joint pain (1991), dry eyes (1991), abnormal holter monitor study (5/30/91), minimal tear production found using a shermer test and blurred vision suggestive of sjogren's syndrome (3/17/93), right knee contracture/possible bursitis (11/26/93), "patchy infiltrate" in left upper lung field per chest x-ray (12/17/93), and recurrent pneumonia (12/17-2/14/94).